Manufacturer narrative:
Investigation summary: a complaint of sediment in set was received from the customer. A sample of 20027e and one of 2420-0500 was returned for investigation along with the medication used (amiodarone nexterone) and packaging of the sets. Through visual inspection, the customer complaint of foreign matter was confirmed. A reddish-brown substance could be seen throughout the tubing of the extension set below the filter. The tubing was cut, and the foreign matter was found to be lose in the tubing, not embedded into the tubing. A device history record review for model 20027e, lot number 22099527 was performed. There was a quality notification issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant was notified of this defect, and an investigation was performed to determine the root cause of the foreign matter. During investigation, different activities were addressed, such as the analysis of the device history review corresponding to the reported lot. The work orders that were generated in the batch were evaluated, in the imaint system, in which nothing related to the reported failure mode was found. The lot was manufactured using an extruder, and no corrective maintenance or services were needed for this extruder in the date this lot was manufactured. The root cause could not be determined.

Event description:
It was reported that the bd smartsite¿ extension set, 0.2 micron filter experienced foreign matter, contaminated. The following information was provided by the initial reporter: account is finding sediment in IV set 20027e.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd smartsite¿ extension set, 0.2 micron filter experienced foreign matter, contaminated. The following information was provided by the initial reporter: account is finding sediment in IV set 20027e.